Manufacturer narrative:
The cause of the thrombosis was unable to be determined due to insufficient clinical details. The cause of the cardiac tamponade was not determined due to insufficient clinical details. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Event description:
An impella 5.5 pump was placed via the direct surgical access to support the 71-year-old male who had been admitted in for elective valve surgery. The patient presented in scai stage e shock. Any other cardiac or systemic comorbidities are unknown. The pump was supporting when the console alarmed for high purge pressure and purge blockage. The team believed the alarms to be due to underlying patient condition and tamponade/compressed heart. No intervention or troubleshooting measures were taken. The pump remained on for support til the next day and was explanted. Upon explant the team observed thrombosis had occurred, as there was thrombus on the pump's outflow window and sensor. There was no noted harm and with explant and new 2nd 5.5 pump was placed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.